Event description:
A journal article was reviewed that contained information regarding this lead. The patient presented seven days after the implantation procedure with "left chest muscle twitching." The lead showed "ineffective ventricular pacing." A chest x-ray indicated right ventricular (rv) perforation. Reprogramming of the device resolved the muscle twitching. The patient "deteriorated" overnight and had developed cardiac tamponade and a haemothorax, which was evacuated. The rv lead was removed via emergency surgery. The patient status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "pacemaker lead perforation presenting with left chest wall stimulation." Europace. September 1 2011;13(9):1218.